Event description:
Patella resurfacing and poly exchange.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a scorpio cr insert #9 8mm. An evaluation of the device cannot be performed as the device was not made available to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.